Event description:
Boston scientific received information that this device experienced an episode of inappropriate shocks which exhausted therapy. Upon review of the episode, it was determined that anti-tachycardia pacing was initially delivered inappropriately due to supraventricular tachycardia (svt). Noise was then noted on the shock channel of the device, which resulted in five inappropriate tachycardia shocks which exhausted therapy. At the time, no remedial action was taken and no other issues have been noted since the event. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.